Event description:
It was reported that the cap on the screw for the push button came off.

Manufacturer narrative:
Upon receipt of the unit, a different failure mode, than the one reported was observed. It was confirmed to be a "compromised insulation" failure mode and we are reporting accordingly. Additional information will be provided once the investigation has been completed.